Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 162632: 50 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon swapped the 10mm poly to a 14mm poly. The surgery was completed successfully.